Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier- (B)(6). Weight unknown / not provided. Additional PMA/510(k) number ¿ k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
The doctor indicated infection at tooth site #14. Pain at the implant site occurred 3 months after implantation. The patient came to the clinic for examination and inflammation was found, so the implant was removed for anti-inflammatory treatment.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 4310 and 4315. H10: narrative/data was updated. One imp, tsv, mcol mg,4.7mm,10m (tsvmwb10) was returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent signs of malfunction. The device could not be functionally tested for the reported events (pain + infection). However, measurements were taken using a caliper. Following dimensional analysis and comparison to drawings, the device was determined to be within design specification. Pre-existing conditions noted on the per were inadequate oral hygiene & moderate bone density ¿ type ii. The reported device had been placed on tooth #14 (fdi) for approximately 3 months. Per the applicable IFU, improper techniques can cause patient injury and pain. Additionally, pain, edema and inflammation are listed as adverse effects of implantation. DHR review for the lot: (63452940) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record (st0381). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications complaint history review was performed for the lot: (63452940) for similar events and 2 other complaints were identified. October post market trending was reviewed and there were no actionable events or corrective actions for the reported events or product. Therefore, based on the available information, device malfunction did not occur. The reported events could not be verified as the exact details of event were non-verifiable.